Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a hyperglycemic event, but did not experience any symptoms. An ambulance was called by the "caritas" nurse (it was unknown where the patient was at the time of the event). When a fingerstick was taken by the paramedics, and the blood glucose reading was 30.0 mmol/l. No specific cgm reading was reported, but the cgm device "perhaps" showed high values. However, based on the allegation, it was understood that the cgm readings were inaccurate. The patient was brought to the hospital, where they arrived at 05:30 pm, and was treated with intravenous electrolytes. The patient was discharged the next day at 09:00 am. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.